Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. No blank display anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. However the battery tube received with corrosion.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 546mg/dl. The customer's current blood glucose was 145 mg/dl. Customer was experienced different blood glucose level was 119, 546,145 mg/dl as well as symptoms like vomiting. Troubleshooting was done. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No blank display anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. However the battery tube received with corrosion.